Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery a phacoemulsification handpiece was getting hot. Surgery was completed using another handpiece. There was no harm to the patient.

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was not returned for evaluation. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).